Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high and low blood glucose readings. Customer's blood glucose was 44 mg/dl. It was not noted how the customer treated the low blood glucose. The customer also reported getting sensors with inaccurate readings. Customer's blood glucose level was 250 mg/dl and 375 mg/dl while the sensor glucose reading was 85 mg/dl and 250 mg/dl. Customer changed the infusion set and noticed that the serter was kinking the cannula which was causing the high readings. It was explained to customer the proper insertion techniques and site location. The sensor was replaced and customer agreed to return the product for analysis.